Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. Customer stated that alarm was occurred. The customer was assisted with troubleshooting for unexpected restart. Device will not return device for analysis.

Manufacturer narrative:
Device received with minor scratched display window noted. Device passed displacement test and unexpected restart error test.